Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker suddenly reached elective replacement indicator (eri) earlier than expected. Boston scientific technical services (ts) reviewed device setting and discussed something might have caused the automatic capture to go to retry reflecting higher battery draw based on high amount of pacing and caused eri. Ts also suggested to have the device replaced as soon as possible. There was no further information obtained from the field. To date, the device remains in service. No adverse patient effects were reported.